Event description:
During evaluation of a returned Spectrum IQ Infusion Pump, the device alarmed system error 322(Link Switch Error (low) when attempting to run an infusion with a loaded set. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed System Error 322 (Link Switch Error (low)). The cause was identified to be lower auxiliary link switch was not making proper connection with the link when opening and closing the door, attempted to adjust the lower auxiliary but was unsuccessful. The lower auxiliary will be replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.